Event description:
Subsequently, patient confirmed baker grade ii. The device has not been explanted. Left side. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported suffers from pain and hardening and that the doctor stated it was the start of capsule fibrosis moving into the arm. Subsequently, patient confirmed baker grade iii and feeling of tension in connection with implant recall as well as a dislocated implant and ¿microcysts. The device has been explanted. Left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ pain: unable to observe. ¿ visibility/palpability: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ cyst-ndr: unable to observe. ¿ migration: unable to observe. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain,¿ ¿hardening,¿ and ¿capsule fibrosis moving into the arm.¿

Event description:
Patient reported left side ¿pain,¿ ¿hardening,¿ and ¿capsule fibrosis moving into the arm.¿ the device remains implanted.